Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (b)(6 2017, information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (2000 mcg/ml, 1050.6 mcg/day), bupivacaine (8.3 mg/ml, 4.3598 mg/day) and morphine (4.1 mg/ml, 2.1536 mg/day) via an implantable pump used for spinal pain. On (b)(6 2017, a motor stall was identified at initial allegation. The patient did not have a recent magnetic resonance imaging (MRI). The hcp stated that the patient noticed the code for a motor stall on their patient therapy manager (ptm) over the weekend ((b)(6 2017) and then was able to use the ptm the following day. The hcp stated the patient did hear the pump alarm. The following information was reported, "pump status and/or event log report motor stall occurred" and "motor stall and recovery". There were no reported symptoms. No further information was provided.

Manufacturer narrative:
Patient code (B)(4) no longer applies to the event and instead fdp(B)(4)applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional via a clinical study indicated the clinical diagnosis was update to poor pain relief. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump recovered from the initial motor stall, however, it had re-stalled and was currently alarming. The patient was coming in to have the pump programmed off. The patient had been given oral meds to help with pain control and they were in the process of getting pump scheduled for replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-nov-2017 from a healthcare professional who reported that the pump replacement would hopefully occur in (B)(6) 2018 as the patient¿s doctor was not available to do the surgery until then. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional via a clinical study indicated the issue was unresolved at time of study exit/death/study closure. It was noted the subject exited the study on (B)(6) 2018 as all enrolled medtronic products were inactive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was examined, on (B)(6) 2017, and a pump motor stall was noted. It was indicated the event was related to the device or therapy. The pump was permanently stopped due to the motor stalling. The clinical diagnosis was suspension of it drug therapy. The issue was noted as ongoing.